Event description:
The customer noted that the jaws of the device fell apart during the procedure. All pieces were retrieved and there was no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.